Event description:
Baxter (B)(4) received a report that an intermate had a broken distal luer. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected data: after further investigation it was determined that this issue was not investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This issue was investigated through corrective and preventative action (CAPA). Evaluation summary: baxter received one sample for evaluation. The distal luer was not returned with the unit. Visual examination confirmed the reported condition of a broken distal luer. It was noted that the distal luer post was still attached to the tubing. Based on the evaluation, the cause of the broken luer was due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.